Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for routine follow-up, the device could not be interrogated. Two different programmers were used with no success. After reviewing the merlin.net transmission, possible rapid premature battery depletion was noted. Device was explanted and replaced. Patient's condition was stable post-procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.